Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. Correction: the correct type of reportable event is device malfunction, not serious injury as previously reported. This report is filed august 24, 2015.

Manufacturer narrative:
This report filed (B)(6) 2015.

Manufacturer narrative:
Correction: the implanted device remains insitu and device evaluation is not anticipated as previously reported. This report is filed june 15, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with pain sensation at the implant site; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4)